Event description:
It was reported that the right atrial lead dislodged due to twiddlers syndrome. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).